Event description:
The user reported the serial number of her device was listed in the recall letter for the blood glucose monitor reading in the incorrect unit of measure. The user discarded the device and could not provide any information off of the back label.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.